Event description:
A caller reported experiencing a cartridge alarm 20 issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the occurrence of consecutive cartridge alarms and decided to replace the pump. The customer opted to continue using their current pump and expressed interest in obtaining an out-of-warranty loaner pump.